Event description:
Consumer's contact at nursing home alleges consumer may have been going backwards on the scooter when the scooter allegedly tipped over on him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Scooter operating as designed.

Event description:
Consumer's contact at nursing home alleges consumer may have been going backwards on the scooter when the scooter allegedly tipped over on him.